Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution kit was selected for use during a pulse field ablation (pfa) procedure using a faradrive sheath they were unable to advance the sheath over the versacross rf wire. While introducing the sheath into the patient they found the device kept getting stuck on the end of the insulation step up" for the versacross wire. Eventually the faradrive dilator became chewed up and the tip looked sharp. The sheath was replaced with another faradrive sheath and dilator, and the procedure was successfully completed. No patient complications were reported. The device is not expected to be returned for analysis.